Manufacturer narrative:
H3 other text : evaluated by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. In addition, there was a cosmetic defect of damage to the bottom enclosure, and error codes #130 and #83 due to a failed pca component and error code #22 due to a failed motor connection, blower box, or pca component. There was also a failed pcba electrical damage component failure found during the evaluation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.